Event description:
It was reported to hill-rom that the head of the bed would not stay up. A hill-rom service technician found that a mis-routed hose was causing the CPR lever to activate. Once the hose was re-routed correctly, the CPR level functioned properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.